Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast reconstruction with two 425cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including tenderness on left breast, joint pain, lump on right breast, thyroid issues, knees are getting worse, problems with valves, ibs, major acid reflex, depression, anxiety, thyroid enlarged with bumps on bottom of neck, right breast sags, night sweats, gets cold quickly, shoulders ache, headaches, chest pain, side pain, and problems with feet. The patient is on thyroid medication, had a hysterectomy and also has eyedrops every morning. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.